Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 (510k number) and to provide completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager rt. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device would not hold air. They kept trying another band until one held air. The band was noticed to lose air as soon as it was inflated. No blood loss was mentioned. Additional information was received on 08 may 2023: the procedure prior to the use of the tr band was a left heart catheterization. It was unsure how many mls of air was initially injected into the tr band. Pressure was held while the involved band was removed, and a new band placed. Hemostasis was achieved. There was no noticeable damage to the tr band. The patient was in stable condition. There was no mention of manipulation before use - pre-use or during storage. Storage consisted of being removed from the boxes and placed in a drawer until pulled for a procedure.